Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the subject device was melted. The procedure was completed with another device. There was no patient injury reported. On (B)(6) 2018, olympus medical systems corp. (Omsc) obtained a photo regarding the subject device. The photo indicated that the tissue pad was partially separated. This is the report regarding the separation of the tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc evaluated the device on march 9, 2018. As a result, omsc found as follows; the tissue pad of the subject device was worn away and partially separated. The coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad and the coating of the probe were damaged when the user continued to activate seal & cut mode without contacting the tissue (including after the tissue was already cut). The instruction manual of the device has already warned as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.